Event description:
In feb 2002, the pt was seen by a company rep. A CT scan confirmed that the electrode array was out of the cochlea. It was noted that the pt's ear was ossified and reimplantation may not be successful. The pt continued to be monitored by the center. In march 2004, a company rep was informed that this pt had been explanted (date not given).